Manufacturer narrative:
(B)(4). On unreported dates, physioneal therapy was discontinued and the patient was transferred to hemodialysis. On an unreported date in the same month as the receipt of this report (reported as ¿one week ago¿), the patient was recovered from the bacterial peritonitis and the patient received a hemodialysis catheter insertion. At the time of this report, the patient remained hospitalized for pending peritoneal dialysis catheter removal. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event, treatment details, and the patient's recovery status were not reported. Dianeal therapy remained ongoing. No additional information is available.